Event description:
Patient called tech support due to drain complications encountered during treatment. The patient had drained 1677/2000mls and was receiving drain complications encountered message. Patient wanted to known why he was having trouble draining every night. During the call, patient disclosed info that he just got over an infection. Info was obtained that the infection was peritonitis. The patient's peritoneal dialysis nurse stated that the patient had draining problems even while he was performing manual exchanges. She stated that there were no complaints of fluid leaks.

Manufacturer narrative:
Conclusions from the test results of the returned cycler were that the cycler complaint was not duplicated. There were no drain alarms of dc (drain complication encountered) warnings that occurred during the simulated treatment. There were no indications of fluid within the cassette or the pneumatic tubing inside of the device. There were no abrasions on either mushroom heads, and there was no contact between the heads and their respective bores in the pump body. Per the fresenius pharmacovigilance physician: the event of peritonitis is unlikely related to the liberty cycler. The etiology is unknown but most likely the event was caused by touch contamination while on continuous cycling peritoneal dialysis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(4) 2011 to (B)(4) 2013.